Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery, while inserting the screw in the tibial tunnel, the tip of the screw biorci ha broke. There was a delay under 30 min reported, and a backup device was available to complete the procedure. No injury to the patient was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: the reported 9x30mm biorci ha screw, used in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the tip of the screw broke. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site with the recommended prep device. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.